Event description:
It was reported that the device display was erratic, and it would go into the sync and pacer mode by itself upon power on. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the reporter technical assistance and the requested main pcb parts info. Follow up with the customer found that the biomed replaced the main pcb assembly and observed proper device operation. The device was returned to use. The removed main pcb assembly has not been returned to physio-control for eval. Therefore, further investigation on the reported event is not possible.